Event description:
It was reported that intermittently, when the device is powered on, it will lock up. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physico replaced the system controller and user interface pcb assemblies, then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a thermally sensitive integrated circuit chip. Designator u18, from the system controller pcb assembly.